Manufacturer narrative:
(B)(4) . Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been previously conducted to address this issue.

Event description:
Customer reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked at an unspecified time following implantation. The conditions and circumstances surrounding the event were not provided. The catheter was completely explanted and replaced with a new catheter. A section of the device did not remain inside the patient¿s body. No further event or patient information was provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that after an unknown radiology procedure a catheter leaked after placement. The patient's condition is unknown.